Event description:
The customer was hospitalized for high bgs. It was indicated that the pump had an alarm. Troubleshooting was performed. The programming and histories were accurate. The customer was in the emergency room at the time of call. The customer was vomiting and could not release more info.